Manufacturer narrative:
Concomitant medical products: trident psl ha cluster 52mm; cat# 542-11-52e; lot# mkk26y. V40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# mjtjmy. 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mkkyp9. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mkl974. Accolade tmzf hip stem #0; cat# 6020-0030; lot# 36419003. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An event regarding pain involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: a medical review was performed and concluded: "there is no documented description on follow-up through february 27, 2013 of the complaints noted in the event description. The statement ¿cannot lie on her left side¿ suggests trochanteric bursitis. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the pain could not be determined. A medical review was performed and determined that there was no evidence of a device related issue based on the information available. A CAPA trend analysis was conducted for the reported failure mode and concluded pain is a known possible adverse outcome of surgery.

Event description:
Patient reports pain since surgery and has trouble walking. Patient can not lay on her left hip.

Event description:
Patient reports pain since surgery and has trouble walking. Patient cannot lay on her left hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.